Event description:
General report received of an unspecified number of undocumeted incidents of disconnections of the removable clave ports from the extension sets. The customer contact reported that the clave ports fell of the extension sets when initiating peripheral IV access lines. It was reported that the disconnections always occurred in the presence of the clinicians and were noted right away. There was no reported blood loss, delay of critical therapy or adverse pt effects. No medical interventions were required.